Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient was hearing their pump alarm. There was an active alert, a non-critical pme. They confirmed stated that there was no change in settings and all programming was correct. Technical services reviewed how to silence alarm and reviewed no further action to take.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the cause of the memory error was due to non-critical alarm. The nurse troubleshooted with technician service and the issue was resolved.